Manufacturer narrative:
No injury reported. The consumer powered the scooter on, and alleges, the scooter moved and they fell. Its unk if user inadvertently engaged the drive paddle. No history to suggests a product problem. Product has not been returned for eval as this time. It's unk if a user error had occurred. Malfunction not confirmed. MDR filed based on alleged unintended movement.

Event description:
The scooter allegedly took off when he turned the scooter on, causing the consumer to fall off the scooter. No injury is alleged.